Event description:
It was reported that the pt was found in cardiac arrest and that a bystander initiated CPR. Ems crew arrived and attempted to use the autopulse to provide chest compressions. Battery in the autopulse read fully charged. Autopulse provided one chest compression and stopped working. Back up battery was inserted into the autopulse (back up battery read fully charged). One compression provided by the autopulse and machine stopped working. Manual compressions was resumed. It is unk whether application of autopulse and failure of this equipment contributed to the pt's final outcome. This report pertains to the autopulse platform. The associated battery is covered in report 3003793491-2012-00177.

Manufacturer narrative:
Autopulse platform passed functional test. Visual inspection of the platform revealed torn load plate cover and bent battery clip. The reported complaint of "autopulse provided one chest compression and stopped working" was not verified. No adverse event reported.